Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one dorado pta dilatation catheter was returned for evaluation. No specific anomalies were noted during the visual evaluation. On functional testing, the device was inflated with an in-house presto device and upon inflation, water was noted to be leaking from the glue joint of the catheter and balloon. Upon further analysis under microscopic observations, a partial circumferential break was noted in the glue joint. No other anomalies noted. As during functional testing and microscopic observations, leak was noted from the bond joint break; the investigation is confirmed for the reported leak and identified break. As during the testing of the returned device, a bond joint break was noted which might contribute to the reported leak. However, the definitive root cause for the reported leak and identified break could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 05/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure to treat a stenosis in the brachiocephalic vein, the pta balloon was allegedly ruptured at the junction of the catheter to fiber portion of the balloon and leaked contrast. The procedure was completed using another device. There was no reported patient injury.